Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found that the instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the electrical continuity test. Additionally, the instrument was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. In addition, the instrument passed the energy delivery test with various orientations of the grip tips.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was used for a surgical task and the energy could not be activated. The procedure was completed with no reported injury.